Manufacturer narrative:
Trend analysis: no trend identified. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: it is reported that patient received a zimmer mmc cup on (B)(6) 2010 and revised on (B)(6) 2015 due to unknown reasons. Review of received data: x-rays dated (B)(6) 2012: ap and lateral view of the hip pelvis. Patient has a tha on the right hip. A ldh is clearly observable. From the ap view it seems that the inclination angle is around 40 degrees. No signs of loosening visible, neither around the stem nor around the cup. Implantation report dated (B)(6) 2010: male patient receive a right tha due to osteoarthritis and dysplasia. Acetabulum was reamed down to 2mm increment respect to cup size. Cup was impact at 45 degrees inclination and 20 degrees anteversion with excellent immediate press-fit fixation. Excessive osteophytes were excised around the cup. The implantation report states that the polyethylene insert was than snapped into position (it is assumed that this pe component is a protection sheet for the mmc cup and not an insert). Stem was placed in natural varus-valgus positon and 20 degrees anteversion with immediate press-fit stability. Revision report dated (B)(6) 2015: patient underwent to tha revision due to loosening and pain. During surgery, large amount of straw colored fluid (around 250cc) found around the joint. It was found a significant synovial hyperplasia starting from trochanteric bursa and extended posterior-medially around the greater trochanter. This synovial tissue was resected. Pseudotumor formation found inferiorly to the joint. Cup and stem found to be well positioned. When head was removed from the stem, several signs of corrosive changes were identified on the head adapter/trunnion junction. Despite the well-fixed mmc, no signs of bone ongrowth on the acetabular surface observed. No other conspicuousness. MRI review report dated (B)(6) 2011: MRI not related to tha. Performed on spinal disks. MRI review report dated (B)(6) 2011: no fracture, no osteolysis and no loosening. Fluid collection at the level of the greater trochanter. MRI review report dated (B)(6) 2012: degenerative change of the hip without fracture, osteolysis or loosening. Reactive marrow edema in the lateral aspect of the anterior acetabulum. Fluid collection at the level of the greater trochanter. MRI review report dated (B)(6) 2014: fluid collection posterior to the greater trochanter. No osteolysis. MRI review report dated (B)(6) 2015: fluid collection posterior to the greater trochanter with signs of internal debris. Probably due to a pseudotumor. Lab test dated (B)(6) 2011: chromium level in plasma found to be 2.6 ug/l (determined to be high by the hospital). Cobalt level in plasma found to be 5.9 ug/l (determined to be high by the hospital). Lab test dated (B)(6) 2013: cobalt level in plasma found to be 4.7 ug/l (determined to be high by the hospital). Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Root cause analysis: root cause determination using dfmea: increased wear due to clearance too small - rim loading => possible: no direct post-operative x-ray available. Cannot be excluded. Increased wear due to clearance too large => possible: no direct post-operative x-ray available. Cannot be excluded. Third body wear due to ti-vps particles between the femoral and acetabular component => possible: product not received. Cannot be excluded. Third body wear due to bone cement between the femoral and acetabular component => not possible: uncemented implantation. No self polishing - (run-in phase) leads to increased wear due to inadequate articulation material => not possible: the material compatibility specification certify the suitability of the material and the documents of material indicate that there was no material fault. Increased wear due to perpetual boundary lubrication of articulation due to improper design parameters (e.g. Diameter, roughness, etc.) => not possible: a systemic issue with design and/or material properties would have been detected within the complaint summary. Increased number of wear particles due to chemical corrosion => possible: product not received. Cannot be excluded. Reduced rom, increased wear due to component malpositioning => possible: no direct post-operative x-ray available. Cannot be excluded. Reduced rom, increased wear due to component malpositioning => possible: no direct post-operative x-ray available. Cannot be excluded. Increased wear due to component damaged during operation - scratches on articulation surface => possible: product not received. Cannot be excluded. Increased wear due to wrong pairing due to missing "metasul" sticker => not possible: compatibility accepted by zimmer. Loosening due to inadequate postoperative treatment => possible: unknown postoperative treatment. Cannot be excluded. Increased wear due to component gets paired with the wrong articulation counterpart and / or component due to zimmer compatibility website does not include the durom components => not possible: compatibility accepted by zimmer. Increased frictional torque, increased wear due to in case of revision of sra cup is kept in place and femur is revised to an ldh => not possible: primary implantation. Increased loading on the cup, increase wear and friction due to increased or decreased offset when a ldh is used instead of a surface replacement component => possible: no direct post-operative x-ray available. Cannot be excluded. Third body wear due to ha particles between the femoral and acetabular component => possible: product not received. Cannot be excluded. Increased wear due to component damaged during operation - scratches on articulation surface => possible: product not received. Cannot be excluded. Conclusion summary: a tissue reaction like metallosis, pseudotumor or metal allergy can be a post-operative risk for metal on metal (mom). In example, metallosis of hip is well known issue in the literature dedicated to mom joint replacements, and is defined as aseptic necrosis, local necrosis or loosening of the prosthesis secondary to metallic corrosion and release of wear debris. More generally, mom hypersensitivity reactions are increasingly being recognized as a cause of osteolysis, loosening, and subsequent failure in the short- to intermediate-term follow-up of mom-thas. For these reasons armd (adverse reaction metal debris) is also considered as an indication of loosening. Moreover, complex physiological reactions like pseudotumor or metal allergy are known risks for this kind of metal-on-metal implants as stated in zimmer's "instruction leaflet for endoprosthesis" ((B)(4), ed. 05/09). The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
Where lot numbers were received for the device, the device history record were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported, that the patient received an zimmer mmc, cup, uncemented, 56 mm/48 mm, code n on (B)(6) 2010 on the right side and was revised on (B)(6) 2015 due to unknown reason. No other information was provided at this time.